Event description:
Report received of a nondelivery of dobutamine. The pump was programmed to deliver 500 mg of dobutamine in 140 ml at a rate of 4.8 ml/hr over 24 hours. It was reported that in the evening, the nursing home patient, who was responsible for patient's own IV therapy, hung a new bag of dobutamine and went to sleep. The following morning, the pump display indicated that 122 mg had infused, but the bag was observed to be full. The patient did not call the infusion agency to report the nondelivery of the dobutamine until 6:00 pm. A nurse from the infusion agency did troubleshooting over the phone. It was reported that later that evening, the patient called the customer again and an agency nurse went to the nursing home. Reportedly, the pump had been programmed in milligrams (mg) and not milliliters (ml) by the nursing home staff. The agency nurse reprogrammed the pump and the dobutamine was resumed with a new bag of solution. The pump remains in clinical service. The patient did not experience any adverse effects. Though requested, there is no further information available.